Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three anesthesia circuits did not pass the daily leakage tests because the tubing had holes in them. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review could not be done as no lot number was provided.